Manufacturer narrative:
Stryker evaluated the customer's device and observed the device had logged an error code that indicated the device reset itself to prevent the device from freezing. The device was updated as a preventive measure. After clearing the error code, proper device operation was observed through functional and performance testing. The device was returned to the customer for service.

Event description:
The customer contacted stryker to report that their device powered down when trying to enter the archives mode. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which indicates that the rebooting time of the device after resetting itself to prevent the device from freezing is longer than expected. In this state defibrillation therapy may be delayed if needed. There was no patient involvement reported with the event.